Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 463 mg/dl. Customer¿s incident blood glucose level was over 300 mg/dl. The customer did report symptoms such as muscles as a result of high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was not performed for high blood glucose level. The insulin pump will be returned for analysis.